Event description:
It was reported that at implant the pulse generator exhibited an output anomaly resulting in lack of cardiac pacing. The device was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: complaint could not be confirmed. Reason for the reported output anomaly could not be determined. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.